Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that the device failed to prime. As a result, the device was explanted and replaced with a new impella cp device. The patient survived the procedure.

Manufacturer narrative:
Corrections to the initial MFR report: g1 MDR reporting contact email. H3 has been updated to device eval completed. H6 type of investigation code 10 has been added.